Manufacturer narrative:
This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
A veran representative was on-site for general case coverage. The physician was after two targets - one in the left lower lobe of the lung (lll), and one in the right lower lobe of the lung (rll). They walked through registration using the always-on tip tracked forceps. The physician collected a couple of samples from the first target in the lll mass using the forceps. They ended the case due to patient bleeding. Although the extent of the bleeding is not known, and it is unknown if there was any medical intervention performed, this is being considered an adverse event, due to the procedure being ended because of the bleeding. There was no allegation or evidence of a veran device malfunction. The specific forceps model is unknown. There are two possible models: - ins-0372: always-on tip tracked forceps, 1.8mm od, serrated cup. UDI = (B)(4). - ins-0362: always-on tip tracked forceps, 1.8mm od oval cup. UDI = (B)(4).